Manufacturer narrative:
The returned unit was received and inspected. It was observed that the blue vacuum nozzle was not welded in place and floating in the box that it was returned in. The nozzle was inspected and showed no signs that it had been welded. The orifice that the nozzle goes into also showed no sign of being welded. A review of the preventative maintenance was conducted as well as the calibration status and the equipment was performing properly at the time of manufacture. The investigation was able to confirm that the nozzle was not welded. The manufacturing procedure for the drain nozzle weld station assembly instructs the operator to visibly inspect the weld for flash. There is reject and accept criteria provided within the procedure, however there are instances where there is no flash but the nozzle is still welded. The drains also goes through weld verification testing based on an acceptable quality level (aql) sampling plan. As no lot number of the chest drain was provided, a review of the device history records cannot be performed to ensure the chest drain met all quality inspections and performance criteria. Clinical evaluation: the oasis chest drain system is indicated for the evacuation of air and/or fluid from the chest cavity or mediastinum and to help re-establish lung expansion and restore breathing dynamics. It also may be used to facilitate postoperative collection and reinfusion of autologous blood from the patient's pleural cavity or mediastinal area. The instructions for use (IFU) advise to replace the chest drain if damaged or when collection volume meets or exceeds maximum capacity and to not use if device or package is damaged.

Manufacturer narrative:
We are in the process of performing the investigation and will submit the follow-up report once the evaluation is completed.

Event description:
Report received stated that upon opening the drain it was noticed that the port on the drain to fill the water seal was broken, therefore the drain was not used on the patient.